Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function properly upon first activation? No further information is available. If no, how many reactivation were performed when issue was noticed? Please confirm that lot number is not available. No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery the reservoir could not be locked. Another product was used for the patient. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.